Event description:
It was reported that a patient is deceased and died on (B)(6) 2012; approximately two years post the implant (on (B)(6) 2008) of an implantable pacing lead. The cause of death was reported as non-sudden cardiac death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No further information has been obtained thus far that would/could disassociate the lead and event. Therefore this event will be processed with the information at hand and will be captured as a medical/death on incoming information. However, if requested additional information is subsequently received it would be processed and considered accordingly. The manufacture date was not available in factory works. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.